Event description:
According to the reporter, at the first firing during low anterior resection, while assembling the device, the display did not change even though the reload was connected (it was still the indicator of instructing to connect a reload). The nurse passed the device in that status to the doctor. The surgeon fired the device, but firing was not performed, so they first changed the reload. However, the problem was not solved. Therefore, the surgeon opened a new shell and a new handle, and then the procedure was completed without problems. The surgical time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient. Medtronic's initial evaluation of the incident discovered that the firing motor screws had become loose allowing the motor to move around.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Functional testing noted there were was a knocking noise heard on the second motor. The motor screws were tightened and the knocking noise went away. The piezo was also found to not be working. An internal transistor was found to be damaged. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after attaching an adapter. Battery voltage as recorded in the log just prior to the log ending indicated a battery charge level of greater than 95%. At the next initialization the system clock reset and the battery charge level was reduced to approximately 5% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the report ed condition has been identified as damage due to an electrostatic discharge (esd) event. Our investigation noted that when the signia system is subjected to an electro static discharge event, it is prone to a latch up condition on the main microprocessor. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected unreported conditions of loose motor screws and a damaged internal transistor that has no relationship to the reported condition. The rear handle housing was removed as part of the investigation of the reported condition. During that investigation it was discovered that the firing motor (b1) screws had become loose allowing the motor to move around. The connection between the motor output shaft and trilobe coupler was not impacted. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was determined that the thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during low anterior resection, while assembling the device, the display did not change even though the reload was connected (it was still the indicator of instructing to connect a reload). The nurse passed the device in that status to the doctor. The surgeon fired the device, but firing was not performed, so they first changed the reload. However, the problem was not solved. Therefore, the surgeon opened a new shell and a new handle, and then the procedure was completed without problems. The surgical time was extended by less than 30 minutes. The event occurred during the procedure, but the product was not used for patient.